Manufacturer narrative:
Manufacturer evaluation.: visual inspection: no significant deformations or damage, but dry deposits on the valve was detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operates within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. But bloody dry deposits on the valve are visible. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the valves. It should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation, we are unable to substantiate the clinical claim of over-drainage. At the time of our investigation, the valves were operating within the specified tolerances. No deviations were detected. It is not clear to us at the time of the investigation how the functional impairment mentioned occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsystem #fx576t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the gravitational unit was believed to be operated in over-drainage. The ventricle of the patient were narrowed. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. (B)(6). Height: 175 cm. Gender: male.